Manufacturer narrative:
The device is still implanted at the time of this report. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline breast prosthesis where deflation occurred after implantation. As a result, the patient will undergo unilateral (left) explantation on (B)(6) 2018. No further information is available.